Event description:
A 6.5mm cancellous screw, implanted with an arthrex plate and bone wedge graft for a high tibial osteotomy broke post operatively. Pt is a 64 yr old female, 5 ft, 7 in, weighing about 250 lbs with end stage medial compartment osteoarthritis of the left knee and was 50% weight-bearing post-operative. The pt complained to the dr of pain/limp and x-rays showed plate and 2 screws broken and nonunion. Pt was revised to another arthrex plate, synthes screws and graft.

Manufacturer narrative:
No investigation can be performed, no conclusion can be drawn as no device has been returned. Synthes is unable to determine the MFR date without a lot number.